Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer had low blood glucose. The patient¿s blood glucose level was 40 mg/dl at the time of the incident. The customer's blood glucose would go extremely low at night. Customer reported that she is changing the set every 3 days. The customer was rushed to the hospital due to the low blood glucose. The customer was still at the hospital at the time of the call. Troubleshooting was not performed. The insulin pump will not be returned for analysis.